Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having issues with the insulin pump turning off sporadically. The insulin pump alarmed failed battery test. Customer's blood glucose level was 160 mg/dl. Corrosion in the battery compartment was causing the issue. The insulin pump also alarmed external error and unexpected restart. The insulin pump was stored or not in use for an extended period of time. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump had blank display due to corroded battery cap contact. Insulin pump was received with corroded battery tube, however insulin pump passed functional testing including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No signal too low alarm or unexpected restart alarm noted. No unexpected failed battery test alarm noted. No damaged found on interface board noted. Insulin pump had cracked battery tube threads, minor scratched display window.